Event description:
It was reported by repair work order that the foot and right siderail could drop unintentionally due to the lift assist cable being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.